Event description:
Customer reported issues with sensor glucose verses blood glucose differences. Customer also reported a low blood glucose level of 36 mg/dl. Customer stated the threshold suspend feature is set at 80 mg/dl so the insulin pump should have received the threshold suspend alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.